Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded intermittent far field over sensing. Some of the deflections were appropriately blanked, but not all. Extending blanking period was recommended. Also, some questions about how the device record episodes were resolved. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.